Manufacturer narrative:
(B)(4). The customer reported that the device failed its routine maintenance tests. The device was found to not deliver the selected energy. No repair was performed since the device is out of support. The cause was not determined.

Event description:
The customer reported that the device failed its routine maintenance tests.